Event description:
Reference MDR #2242445-2011-00003 for first event involving the same pt. It was reported that upon receipt of the sample for investigation of the first event, it was noted that two spring wire guide's (swg) were returned for evaluation. This guidewire was found to be unraveled. Additional info received on (B)(6) 2011 from the hospital contact stated the two wires with the catheter were placed on her desk and she believes they are from the same insertion. The second attempt was successful and this may be the second swg used or they also have separately package swg's available if they contaminate one from other competitors. There was no further info since this event occurred in (B)(6).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.